Event description:
The customer reported that he performed a blood glucose test with the contour next meter at 9:07 a.m. And obtained a reading of 20 mg/dl. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips from lot # 1mpeh46b using blood sample, which gave a satisfactory performance. The blood glucose reading obtained during the in-house testing were properly marked as blood results in the meter's memory.